Event description:
Ous MDR - boston scientific received information that this right ventricular lead had dislodged. The lead was repositioned. No adverse patient effects were reported. This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The implant date was not reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.